Event description:
It was reported that the physician's programming computer was not working. A new programming computer was provided to the physician. The programming computer is expected to be returned, but has not been received to date.